Event description:
It was reported "staplers jamming". This defect was found during use on a patient. The patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73m2300625 the staplers were visually inspected, and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.